Manufacturer narrative:
A ge representative evaluated the system and found the calibration files had been corrupted or deleted. Ge representative reloaded the calibration files and adjusted the 5 volt power supply. System operates as intended.

Event description:
The customer reported the system displayed a "c-arm calibration is due" error and a collimator error on boot up and would not complete boot up. No patient injury was reported.